Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the patient experienced a cerebral vascular accident. Magnetic resonance imaging and computed tomography imaging confirmed that the patient experienced a basal ganglion stroke. No intervention or treatment was performed. The patient was discharged from the hospital two days later. The patient will undergo physical therapy and occupational therapy to help recover from this event. No other complications were reported to have occurred.